Event description:
(B)(4) in tech states the provider stated the chair is in a private home not being used, and the joystick will not stay in neutral, veers to the left. Provider disconnected. The caller has no further information to provide.